Event description:
It was reported that pump displayed alarm 2 followed by alarm 26 during use. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge, resumed insulin delivery with humalog, did not request further assistance, and technical support closed case.